Manufacturer narrative:
Only the month and year have been communicated to us.

Event description:
Patient underwent left knee revisions surgery due to mecahnical loosening.

Manufacturer narrative:
The affected complaint device was not returned for evaluation. Our investigation included a clinical evaluation which concluded there were no germs found before the revision. It was only known after the revision, that the patient had a cobalt and nickel sulfate allergy. Further details of the intra-operative findings and the reasons for the aseptic loosening remain unclear. Whether the reported allergy contributed to the reported issues, cannot be further investigated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.